Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen with an unknown concentration for a total dose of 750mcg/day and bupivacaine with an unknown dose and concentration via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported the patient was having a lot of déjà vu episodes. The patient was talking to their mother on the phone on (B)(6) 2017, and the patient's mother stated that all of a sudden the patient started slurring describing it like the patient was almost instantly given a drug, and was not themselves. Then, the patient talked about. The patient did not recall any of this occurring until a family member told the patient what happened. Event date was noted as (B)(6) 2017. Additional information was received from a consumer on 2018-may-02 indicated the patient was having nothing but problems with this device and she was looking to get a new one. The patient was not getting any benefit at all. The patient believed the pump was stalling and she thought she was getting too much medications and then not getting any at all. The patient thought it could be from movement. One day the patient would have memory loss and she had been ok and then the last 2-3 months the black outs and memory loss were out of control. Last week she had it occur twice in one day. The patient did not recognize what was going on for a minute and then the next day she was looser and could not move, could not straighten her legs, and she had to hop with a walker. The patient had gone to physical therapy and could not get any change. The patient had seen different doctors. The patient also had a dye study and they did not see any blockages or anything. The patient noted the doctor that filled the pump felt there was something wrong with the pump. The memory problems started 2-3 months ago in 2018 and the could not move, could not straighten her legs, and she had to hop with a walker began (B)(6) 2017. The situation was currently being addressed by the healthcare provider (hcp). No further complications were reported/anticipated or expected.